Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and dissection. A guidewire was successfully inserted through the catheter. During deployment and undeployment test we found a difficulty in the spline cage to move completely to the undeployed state. Subsequently, the device was deployed to basket and flower without difficulty. The catheter was dissected to further inspect abnormalities that could contribute to the undeployment issue. During the dissection, we found an accumulation of corrugated below, which was constricting the guidewire lumen and making undeployment impossible. No other abnormalities were observed. The reported clinical observations were confirmed by the analysis.

Event description:
It was reported that the catheter array could not be fully collapsed and it could not be withdrawn through the sheath. During an ablation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. After completing a pulmonary vein isolation (pvi) an attempt was made to withdraw the catheter from the patient in order to use a mapping catheter. When attempting to retract the catheter into the sheath the array could not be collapsed fully enough to fit into the sheath. The catheter and sheath were removed together from the patient and then replaced. The procedure was completed with no patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the catheter array could not be fully collapsed, and it could not be withdrawn through the sheath. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. After completing a pulmonary vein isolation (pvi), an attempt was made to withdraw the catheter from the patient in order to use a mapping catheter. When attempting to retract the catheter into the sheath, the array could not be collapsed fully enough to fit into the sheath. The catheter and sheath were removed together from the patient and then replaced. The procedure was completed with no patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.